Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 at 400 via an implantable pump for an unknown indication for use. It was reported that the patient had a magnetic resonance imaging (MRI) on (B)(6) 2018 and that the pump had stalled and on (B)(6) 2018 in the "newspaper" the "stop pump can be sup" message was seen. It was reported that on (B)(6) 2018 in the "newspaper" that the pump restarted after stalling. It was reported that there was no pump alarm and that there was no patient symptoms. It was reported that no diagnostics/troubleshooting were performed. It was reported that no interventions/actions that were taken to resolve the issue. It was reported that it was unknown if the issue was resolved at the time of this report. It was noted that no surgical intervention had occurred or was planned. The patient status at the time of the report was alive-no injury. There were no reported complications. Additional information was received. It was reported that the units for the baclofen were 2000 mcg/ml and 400 mcg/day. It was confirmed that "newspaper" was referring to the pump logs. Information was asked as to if there were any volume discrepancies and when the pump was interrogated and the logs were reviewed and no additional information was provided at this time. There were no reported complications.